Event description:
Two patients were tested on the suspect device. Patient #1 device result was 586 mg/dl. Patient #2 result was 537 mg/dl. Corresponding labs were 264 and 319 mg/dl. No treatment alleged. Controls were in range on the system. The device was replaced and requested to be returned for evaluation.